Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6)2026, the patient¿s parent reported the patient¿s cgm was reading 143 mg/dl while the bg meter was reading 789 mg/dl. It was also reported that the patient was in dka. The patient was also wearing a tandem insulin pump. However, the reporter declined to provide any further patient or event information, including patient symptoms or treatment details. Attempts to reach the reporter back for further information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.